Manufacturer narrative:
Investigation summary: customer returned 44 sealed 4mm, 32g pen needles with the shelf carton from lot # 7004617. Customer states that the needle was larger than normal and consequently its caliber too. All returned pen needles were tested for patient end cannula length and gauge (specs for 4mm, 32g: range of cannula length: 0.1092¿-0.2032¿; outer diameter for 32g: 0.0090¿-0.0095¿). All measurements fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported during use of the bd ultra fine¿ insulin pen needle ¿the needle was larger than normal. The consumer measured the length of the needle with a ruler and it was 6 mm. In addition to the difference in length, mr. (B)(6) reported that during the application, his brother reported it caused more pain than normal. There was no report of injury or medical intervention.